Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's waveforms were abnormal. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According of received information, the o2 gas module was found defective and was replaced to solve the issue. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Device's logs were not provided for further analysis. According to the technician, no alarms were generated while the issue with waveforms was noticed. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 gas module.

Event description:
Manufacturer's ref #: (B)(4).